Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1232, serial: (B)(4), batch: 505100.

Event description:
It was reported that following an implant procedure, the patient developed a hematoma near the laminectomy area. It was further reported that the patient lost all feeling in her legs, which was confirmed via a magnetic resonance imaging (MRI). The patient underwent a system explant procedure. The explanted ipg and lead were discarded by the facility and will not be returned for analysis.

Event description:
It was reported that following an implant procedure, the patient developed a hematoma near the laminectomy area. It was further reported that the patient lost all feeling in her legs, which was confirmed via a magnetic resonance imaging (MRI). The patient underwent a system explant procedure. The explanted ipg and lead were discarded by the facility and will not be returned for analysis. Additional information was received that the patient is doing well post-operatively.